Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported arm stopping 1 ft higher than normal during motorized alignment. Case not completed robotically. Update 26/april/2022 wg: as reported via complaint form: the robot arm was not aligning properly through bone preparation. We tried to re-register, but we still had robot issues. During re-registration, the mics failed once again. We were advised by our fse to have our mics handpieces replaced. Case completed manually. Surgical delay 16-30 minutes. Case type / application: tka.

Event description:
Mps reported arm stopping 1 ft higher than normal during motorized alignment. Case not completed robotically. Update 26/april/2022 wg: as reported via complaint form: the robot arm was not aligning properly through bone preparation. We tried to re-register, but we still had robot issues. During re-registration, the mics failed once again. We were advised by our fse to have our mics handpieces replaced. Case completed manually. Surgical delay 16-30 minutes. Case type / application: tka.

Manufacturer narrative:
Reported event. An event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results. -product evaluation and results: the field service engineer reported: trouble shooting notes: none. Work performed: action taken ¿ kinematic calibration on right side. Requested mps to send off mics for servicing. System ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there are other complaints with a similar failure mode for this lot. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.